Event description:
It was reported that a pump over infused medication to a pt. The pump was programmed to deliver tpn at a rate of 60ml/hr over 24 hours. The customer stated that the IV container was "empty well before the 24hr mark." No serious injury was reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.